Event description:
In 2009, the pt reported that she received an e4 (occlusion) error two days prior, while attempting to bolus. She changed the insulin cartridge, infusion site, and tubing to clear the error. Her blood glucose was elevated to 488 mg/dl and she did not feel well. She injected 10 units of insulin via syringe to lower her blood glucose and she switched to her backup infusion device. Her target blood glucose range is 80-120 mg/dl. She stated that she changes the insulin cartridge and infusion tubing every 4-6 days and the infusion site every 3 days. She stated that she has never changed the adapter. It had been in use since 2007. She was advised to change the adapter with every 10th insulin cartridge change. She did not have a battery in the primary infusion device and was not able to troubleshoot at the time of the initial report. The pt called back in 2009. She changed the adapter and inserted a new battery into the infusion device and performed the cartridge change procedure and primed without error. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No products were requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.